Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00979. It was reported that during patient's ipg replacement on (B)(6) 2022, one of the patient's leads had high impedance readings. The physician opted not to explant the lead due to patient's anatomy and scar tissue present at lead site. A new lead was implanted instead. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported as such.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00979. It was reported that during patient's ipg replacement on (B)(6) 2022, one of the patient's leads had high impedance readings. The physician opted not to explant the lead due to patient's anatomy and scar tissue present at lead site. A new lead was implanted instead. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported as such.